Event description:
It was reported that the customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Cause was not known. A correction bolus was delivered to address high bg. Additionally, it was reported that the customer¿s blood glucose level was "low"; although specific value was not provided. Low bg cause was not known. Customer consumed carbohydrates to address low bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.